Event description:
Customer called to report his reservoir was leaking out of the back and into the reservoir compartment. Customer stated he found four more reservoirs with problems of leaking and air bubbles. No further details provided at time of call.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.